Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention is pending to address the issue.